Event description:
It was reported that during implantable pulse generator (ipg) change out procedure, the physician opened the pocket with a cautery. When the ipg was removed out of the body the device stopped pacing and an interrogation revealed the right ventricular (rv) lead and right atrial (ra) lead had experienced a polarity switch from bipolar to unipolar. The ipg was explanted and replaced. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.